Manufacturer narrative:
G4: PMA/510(k): premarket submission number not available/not released. Zoll service performed an on-site evaluation of the thermogard hq console (sn tghq20148). The reported complaint that the thermogard hq console displayed a "coolant low" alert was confirmed during a visual-functional inspection. The root cause of the reported complaint was identified as the defective coolant level sensor block, likely due to defective component(s). The reported complaint was confirmed during initial functional testing. Despite the glycol being filled to the max level mark inside the coldwell, the green led on the coolant level sensor printed circuit board (pcb) did not light up. This indicated that the glycol sensor did not detect the coolant level, triggering the coolant low alert on the console. After the power-on self-test (post), during sensor checks, the checklist item "coolant well full" on the system setup checklist was not enabled although the glycol was filled to the max level mark inside the coldwell. The console would not proceed to the treatment screen until the issue was resolved by replacing the defective coolant level sensor block to fix the problem. Following service, the thermogard hq system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard hq temp mgt console with serial number (B)(6).

Event description:
Ivtm therapy was initiated using the thermogard hq console (sn (B)(6) and the hq start-up kit (lot #197109). Upon completing the priming process, the tghq console displayed a "coolant low" alert. The customer suspected a hole or crack in the suk's heat exchange coil. To continue therapy, the customer replaced the thermogard hq system with a thermogard xp ivtm system. No patient injuries were reported. The next day, the azm sales representative visited the hospital and inspected the thermogard hq console. The tghq console was turned on and off five times, the coolant was replaced, and the console was turned on again. However, the problem persisted.